Event description:
Customer reported via phone call that the insulin pump has water damage. Customer stated that last summer they fell into a pool with the insulin pump and the device no longer works and customer had been using an old insulin pump. Customer stated that no fluid is visible under the screen. Blood glucose value was 8.3 mmol/l. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.